Manufacturer narrative:
G4: 24mar2020. B4: 03apr2020. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10feb2020.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that the operator of the device stated that the touchscreen was inoperable. The customer attempted to duplicate the issue but was unsuccessful. The touchscreen calibrated successfully and there were no failure codes in the unit's diagnostic logs. The technician advised the customer to complete performance verification testing (pvt) and return the unit to service if issue is not duplicated.